Event description:
A customer observed negatively biased vitros phbr and phyt results from quality control fluids on a vitros 5, 1 fs analyzer. After several maintenance activities, the issue was resolved. The customer states there were no misreported results, and there was no allegation of pt harm as a result of this event. This report corresponds to ortho-clinical diagnostics, inc. Complaint number.

Manufacturer narrative:
Investigation into this event has determined that the most likely root cause was analyzer related caused by incorrectly installed tubing on the immuno wash module on the vitros 5, 1 fs analyzer. The user replaced the immuno wash fluid tubing and resolved the concern and returned the instrument to expected operation.